Event description:
Priming being done for CABG. Fiber leak noticed and unit replaced. Oxygenator started foaming and fluid collected in canister. Fibers appeared "wet." Pt remained stable. Unit removed.